Event description:
A malfunction occurred with the customer's pump, and no notable events were reported prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use pens or injections as a backup therapy and to follow up with their healthcare provider. Technical support arranged for a replacement pump with updated software to be sent and instructed the customer on the steps needed for returning the faulty pump. Instructions for the new pump were provided and understood by the customer, who acknowledged these steps.